Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Information was received stating that the pre-close technique was not used. It should be noted that the proglide instructions for use states: for sheath sizes greater than 8f, at least one device and the pre-close technique is required. In this case, the absence of pre-close technique used would not have contributed to the reported suture malposition. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using two proglide devices after a carotid artery stenting interventional procedure using a 9f sheath. Reportedly, when the first proglide device was removed, the suture failed to be attached to the artery and came out. The guidewire was reinserted and a second proglide device was attempted; however, when the plunger was removed no suture was found, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.